Event description:
After placement of ngt (nasogastric tube), the tube started leaking where the purple access port and tube connect; it had to be removed and another ngt was placed; unfortunately, caregivers did not save all the packaging so I do not have the lot or serial number; these tubes are supplied to us from both cardinal health and medline, unable to tell where this ngt was supplied from.